Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned low pressure connecting tubing (lpct), lot #8522105. The defect was identified as degraded compound (resin) that is partially embedded in the tubing wall and extends into the fluid pathway. The cause of the reported problem is degraded compound (resin) that collected on the extrusion tooling and became partially embedded in the tubing as it was formed during manufacturing. A 12 month review of complaint history determined the frequency to be (B)(4) complaints per million (cpm) for similar defects.

Event description:
The site reported the following: a stellant disposable set has visible foreign material in the tubing. This is a sjs-pt-j syringe kit. The kit was removed from the area and was not used for a patient.